Manufacturer narrative:
The peritonitis was manifested by pain. It was reported that on the same day as onset, the patient went to the hospital, but was sent home (on the same day). Concomitant medical product: extraneal solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in ¿(B)(6)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.